Manufacturer narrative:
The smiths medical pump was returned in good physical condition, however, the screen was noticeably scratched. Analysts performed accuracy testing on the system and th eresults were found to be within the control limit specifications of +/-3%. There was no fault found with the system.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (-7.6%). No patient was involved in this event. No adverse effects were reported.